Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the device failure to open was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ic-ophthalmic) with a max diameter of 5.6mm and a 3mm neck diameter. The landing zone was 4.58mm distally and 5.12mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. Pru level values had no problems during the operation. There were no issues on postoperative blood flow imaging. It was reported that it was tried to deploy the pipeline by taking it to m1, removing the sleeve, and unsheathed the relatively straight part, but the device did not deploy. Considering the risks and safety of continuing to perform complicated operations with a microcatheter, it was collected and replaced with a new pipeline. The pipeline was not positioned in a bend and less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 times or more. There were no other steps or devices used in attempt to open the pipeline. The stent was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The device was prepared as indicated in the package insert. No health damage was present. Ancillary devices include a phenom 27 microcatheter.